Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had an issue on the connection between the cuff and the tube. It was indicated that there was no injury and no patient symptoms or complications associated with this event.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation. Visual examination was performed. Further examination showed no sign of any defect. Inflation/deflation test was done without any issue and no leakages detected. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.